Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased 24 months over the course of a year. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased 24 months over the course of a year. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally.